Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint.' The information reported may or may not be related to the edwards device. In this case, a 21 mm valve was explanted for bentall operation after an implant duration of approximately 4 years (48.53 months) due to aortic regurgitation (ar) and prosthetic valve endocarditis (pve). Another 21 mm aortic valve was implanted as a replacement. The hospital commented that this explant was not device related and the valve will not be returned for evaluation because it was infected.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device was explanted after 4 years due to aortic regurgitation and endocarditis. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection have not been provided. Since the device will not be returned for evaluation because of infection, we are unable to conclusively determine the root cause for explant of this device.